Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a family member via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger antenna was damaged and had a frayed cord. There were no patient symptoms reported. The manufacturer representative called back and reported that the replacement antenna was not working. The patient's family member contacted the manufacturer representative and stated that the device was not recharging. There was poor communication on the patient programmer and the recharger was not communicating with the implantable neurostimulator (ins). The reposition antenna screen was seen. The last time that the patient had successfully charged the ins and felt stimulation was about 2 weeks ago in (B)(6) 2016. There was no documented reason for not charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.